Manufacturer narrative:
Technician stated that he found the bed in maintenance with the black accessory power cord severed 7 inches from the mount. The end of the power cord was missing. The nursing staff alleged that there was a spark and a small fire on the black power cord near the caster. No injury reported. Tech replaced the power cord and the accessory outlet. The account will not release the suspect parts. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the black accessory ac cord shorted and the staff alleged the cord caught on fire. The bed was in use. They have removed the bed from service at this time. No injury reported with this issue.